Manufacturer narrative:
E1: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the monitor had noise image then a blackout after an electric scalpel was used. The issue was found during the therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, power supply board became unstable due to noise blackout or noise caused by the combination of high-frequency device when they were used together. The instructions for use states the methods that should be followed for the prevention of the event in oev262h instructions for use ra0071, 1st edition, 9,10: ·confirm that the high-frequency noise is at a level that does not affect the observation and treatment before using the high-frequency ablation power device. ·if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor or affect the procedure, or the viewing screen may disappear. ·when using a radiofrequency ablation device, there is some noise in the observation images. Avoid using the product in combination with a high-frequency device as much as possible, or make sure that high-frequency noise does not affect the observation/treatment of the product before use and leave as far as possible the distance between the cables from the high-frequency device and the cables of the monitor. Olympus will continue to monitor field performance for this device.